Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
A 3.00 x 38 synergy¿ drug-eluting stent delivery system was received with bsc ID#(B)(4). However, upon initial review of this device, the stent was not returned. Multiple kinks and tip damage were also noted. No additional information is available at this time.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. The stent was detached from the sds and was not returned for analysis. The manufacturing data for this device was reviewed and no issues were highlighted. The maximum crimped stent profile was within specification. The balloon body was reviewed and no issues were noted. The balloon appeared to be subjected to positive pressure there evidence of hardened contrast medium in the balloon. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found midshaft kink at approximately 1.3cm proximal of the hypotube/midshaft bond. The bi-component bond showed no signs of damage of strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
A 3.00 x 38 synergy¿ drug-eluting stent delivery system was received with bsc ID#(B)(4). However, upon initial review of this device, the stent was not returned. Multiple kinks and tip damage were also noted. No additional information is available at this time.